Manufacturer narrative:
Section a6: unknown, information was requested but not provided. Device evaluation: product evaluation was not performed because the product was not returned (the device was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) revealed that no other complaints were received from this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from a patient's right eye as the patient wanted more reading. A non-johnson & johnson multifocal lens was used as a replacement. There were no patient injury or complications such as capsule tear, unplanned vitrectomy, incision enlargement and/or sutures. No medication outside the standard of care required. Everything went fine with the patient. The product has been discarded and will not be returned. No further information was provided.